Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported when they got near welding equipment it "set their system off" and caused shocking/jolting. As a result the consumer would turn the device off. When the device was turned back on everything would be fine and normal, and therapy was never affected and no intervention was ever sought.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.